Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that inadequate iodine was found in six to eight (6 to 8) minicaps during use. It was further reported that the caps looked dried up. There was no patient injury or medical intervention associated with this event. No additional information is available.